Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module/us probe was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module/us probe. In addition, our technician confirmed that the junction case broken, the us connector casing broken, the light guide cable compressed (short in length), the suction channel buckled, the control body corroded, the ultrasound connector body corroded, the electrical pin connector corroded, the lg connector corroded, the operation channel (primary) leak, the us probe leak, the electrical pin connector leak, the root brace rubber (insertion flexible tube) cut, the root brace rubber (lg control body) cut, the remote control buttons cut, the insertion flexible tube non-pentax work/parts, the us connector cable (long) non-pentax work/parts, the us connector/junction cable (short) non-pentax work/parts, the side body cover scratched, the u/d knob loose, the r/l knob loose, the r/l lock knob improper adjustment, the u/d lock lever improper adjustment, the u/d pulley wire worn out, and the r/l pulley wire worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.